Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s. The 3.0x15mm nc tenku device are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, and heavily calcified de novo lesion in the proximal left anterior descending artery. A 3.0x12mm nc tenku balloon dilatation catheter (bdc) ruptured during first inflation at 10 atmospheres. The bdc was replaced with a 3.0x15mm nc tenku bdc; however, this too ruptured during first inflation at 10 atmospheres. The procedure was successfully completed with a 3.5x12mm nc tenku bdc and the deployment of an unknown stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.